Event description:
It was reported that the patient experienced an unspecified heart problem that required pericardiocentesis. During a pulse field ablation (pfa) procedure to treat atrial fibrillation using a farawave catheter the patient experienced an unspecified heart problem that required pericardiocentesis. It is unclear when during the procedure the complication was observed, but the procedure was able to be completed despite it and the associated medical intervention. The patient was hospitalized after the procedure but is expected to fully recover. It is unknown if the catheter will be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. A good faith effort to obtain the information is in progress. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Good faith effort attempts are in progress to try and retrieve additional details regarding the reported event, but further information was still unable to be obtained.

Event description:
It was reported that the patient experienced an unspecified heart problem that required pericardiocentesis. During a pulse field ablation (pfa) procedure to treat atrial fibrillation using a farawave catheter the patient experienced an unspecified heart problem that required pericardiocentesis. It is unclear when during the procedure the complication was observed, but the procedure was able to be completed despite it and the associated medical intervention. The patient was hospitalized after the procedure but is expected to fully recover. It is unknown if the catheter will be returned for analysis. It was further reported that the cardiac trauma requiring pericardiocentesis was discovered one-hour post-procedure, not during the procedure as previously reported. A bedside echocardiogram was performed on the patient. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Additional information was added to blocks b5 describe event or problem, h6 impact codes, and h11 additional MFR narrative.